Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that magnet fell out of the insep. A field service engineer, replaced magnet on drawer to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer would not recover. The customer stated that there was no delay in accessing medication to patient as the medication available in other drawers. There were no adverse events or injuries reported based on this incident.